Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event remained in the patient or was removed; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A post procedural complication of bowel obstruction is a known complication of a peg / j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bowel obstruction. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent underwent a procedure for the placement of a direct percutaneous endoscopic jejunal tube (j-tube). A consumer reported that the patient experienced a bowel obstruction after placement of a direct j tube. No further information was available as multiple attempts to obtain additional information were unsuccessful. It was unknown if the direct j tube was abbvie branded tubing; therefore, abbvie conservatively reported the event of bowel obstruction.